Manufacturer narrative:
Conclusions: visual and dimensional evaluation performed. The slot in the tulip head component of the polyaxial screw was found to be out of specification confirming that the slot is "splayed". Visible damage noted on the polyaxial screw along with the cap screws returned suggests that the rod was not properly seated in the screw construct prior to assembly of the cap screw. It appears that while attempting to seat the cap screw with repeat torquing of the cap screw against an unseated rod, the threads became damaged and the side walls of the construct deformed. Once deformed, additional attempts to seat alternate cap screws would not be successful. (B)(4). Review of complaint history did not reveal any additional issues of this nature reported for this lot. The s-loc pedicle screw system surgical technique ((B)(4)) provides detailed instruction for proper rod seating and cap screw assembly.

Event description:
It was reported that during a procedure performed on (B)(6) 2013, as the surgeon was screwing in the cap screw on the slp screw, the cap screw "popped back up". Four different cap screws were tried and each time the tulip head would flex and cause the set screw to jump up the threads. The slp screw was removed and another one of the same size was implanted with no further difficulty. No delay to the procedure was reported.